Event description:
Procedure type: lavh. According to the reporter: the needle broke in half while suturing. An extensive search was conducted, including x-rays to find the lost broken needle. However, the surgeon could not find the other half of the needle. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).